Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent dislodgement occurred. The target lesion was located in the right coronary artery ( rca ). A 2.50x20mm promus element plus stent delivery system was then advance to the lesion, subsequently, stent slid off from the delivery catheter while inside the patients body. They used a retrieval catheter to pull it out of the body and was successful. They predilated the vessel a little bit more before they placed a second stent of similar size and finished the procedure. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found hypotube kinks at several locations. The stent was detached from the device and was returned. Examination of the stent found that it was stretched to a total length of 47mm. On one end of the stent one strut row remained undamaged. The balloon was folded and had not been subjected to positive pressure. There were stent crimp marks evident on the balloon indicating that the stent was crimped during manufacturing. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a stent dislodgement occurred. The target lesion was located in the right coronary artery ( rca ). A 2.50x20mm promus element plus stent delivery system was then advance to the lesion, subsequently, stent slid off from the delivery catheter while inside the patients body. They used a retrieval catheter to pull it out of the body and was successful. They predilated the vessel a little bit more before they placed a second stent of similar size and finished the procedure. No patient complications were reported and the patient's status is fine.